Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) displayed a electrical test fail #50. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse checked the unit and was able to reproduce the reported issue. Then, after further checking the unit, the fse found the motor control board to be defective. So, in order to fix the issue, the fse replaced the motor control board. Then, the fse checked the unit and found it working properly. The unit passed all pneumatic tests and all functions were working properly. The unit was handover to the customer in good condition.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) units electrical test fail #50 error coming.